Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the powerport isp m.r.I. Implantable port, chronoflex single-lumen, kit, 6f that are cleared in the us. The pro code and 510 k number for the powerport isp m.r.I. Implantable port, chronoflex single-lumen, kit, 6f are identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post port placement via the internal jugular vein, the catheter was found to be cracked near the cath lock under x-ray examination. It was further reported that the leakage allegedly occurred. The port system was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport isp m.r.I. Implantable port, chronoflex single-lumen, kit, 6f that are cleared in the us. The pro code and 510 k number for the powerport isp m.r.I. Implantable port, chronoflex single-lumen, kit, 6f are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp implantable port attached to a catheter was returned for evaluation. Gross visual, microscopic visual and functional evaluations were performed on the returned device. The investigation is confirmed for the reported catheter fracture and fluid leak issues as a partial circumferential break was noted to the catheter within the cath-lock. Further, the edges of the partial circumferential break appeared to be uneven and the surface was noted to be granular. During functional evaluation, a leak was noted from the partial circumferential break upon infusing the port and the attached catheter segment. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that some time post port placement via the internal jugular vein, the catheter was found to be cracked near the cath lock under x-ray examination. It was further reported that the leakage allegedly occurred. The port system was removed and replaced. There was no reported patient injury.